Event description:
After three days of iab therapy, the iab was removed and replaced due to a gas leak alarm which sounded on the iabp .blood was then noted in the tubing no pt injury or further complication were reported.